Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had unexpected battery power loss. The customer¿s blood glucose level was unknown. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. Customer stated that there were not unattended alarms. This is not the second occurrence of replace battery now without a low battery warning. The insulin pump will not be returned for analysis.